Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2013-21397. It was reported during the patient's ipg replacement procedure (normal battery depletion), the occipital scs leads (off-label) exhibited invalid impedances. Subsequently, fluoroscopic images confirmed the leads are fractured near the cervical area. Surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.